Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of close door messages, which were confirmed and reproduced. The unit was received with a damaged upper door hook caused by an external influence preventing the door from engaging the upper latch pin and switch. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.